Event description:
One day before date of event around noon, the patient obtained a reading of 302 mg/dl of which she interpreted as 30.2 mmol/l. The patient was not experiencing any symptoms specific to hyperglycemia; however, the patient is generally very tired. She contacted her physician due to the reading and was advised to take an additional 20 units of r insulin. The pt did not experience any adverse effects after taking the extra insulin and did not seek any further medical treatment. During the call to the physician, the patient was also told that her meter did not read similar to the lab reading. After the reading of 302 mg/dl the patient went to the pharmacy to have her meter replaced. The pharmacy called company one day before date of event and it was then that it was determined that the meter was set in mg/dl. The reporter is not aware if the meter has experienced any trauma. The reporter is unable/unwilling to verify whether the patient accidentally went into the meter settings and changed the uom. Customer care agent (cca) sent the patient a back up meter, since the pharmacy sent the patient a replacement meter.